Manufacturer narrative:
The insulin pump was unable to perform basic occlusion, prime, occlusion and excessive no delivery tests due to cracked end cap. The drive support was inspected and no anomaly noted. The insulin pump passed displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads, minor scratched lcd window, partially broken reservoir tube lip, missing reservoir tube lip o ring and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was changing the infusion set and during the fill tubing insulin kept just squirting out during the manual prime process. It was also reported that the customer was unable to exit the preparing to prime loop. Customer's blood glucose levels at the time 6.2 mmol/l. Troubleshooting occured. Advised insulin pump would be replaced.